Event description:
Customer contacted haemonetics (B)(6) 2010 reporting their orthopat machine would not power on. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2010 reporting their orthopat machine would not power on. No injury or reaction was reported. Eval of the returned device confirmed the reported power problem. There was a blood spill noted. Issue caused to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).